Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis.

Event description:
It was reported that during a vascular procedure, there was a cutting clip. The clips wouldn't hold on a small collateral artery, as they were not completely closed. Moreover, one of the clips cut the vessel. The issue caused a bleeding in unknown quantity but not requiring a transfusion, according to our contact. The bleeding was controlled with compresses and fastidious manual sutures due to the proximity of lingual and facial nerves. The procedure was extended by thirty minutes. Device was discarded.